Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (204 service code, belt/monitor unusable) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The cause for the communication failure was isolated to a broken wire in the monitor's electrode belt cable receptacle. The root cause for the pinched wire could not be positively identified. There was no adverse event that resulted from the damaged monitor.